Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a caiman instrument. Clamp did not seal. Bleeding increased during surgery. Another caiman was used and the bleeding was stopped. Additional information was not provided. The adverse event is filed under (B)(4).

Manufacturer narrative:
Updated to malfunction only (no patient harm or intervention) manufacturing site evaluation: according to the available information, there were no negative consequences for the patient. Up to now, there is no product available for analysis. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are two further complaints with this lot at hand. All three complaints are from the same clinic. There are no further complaints with this lot from other clinics at hand. Conclusion and root cause the root cause for the problem is most probably usage and / or patient related. Rationale because there is no instrument for investigation at hand, a definitive root cause cannot be determined.